Event description:
It was reported that the deep brain stimulation (dbs) patient experienced a loss of consciousness five days after the dbs implant procedure. Therefore, the patient was hospitalized, intubated and given medication. A computerized tomography (CT) scan and magnetic resonance imaging (MRI) were taken and the results came back as normal however, the patient remained unresponsive. The physician was unable to determine the cause of the patients loss of consciousness. The patients condition is currently stable and set to be discharged from the hospital. The dbs system had remained off since implantation and is set to be turned on according to the original schedule.